Event description:
Consumer reports getting readings that do not agree with one other. Analysis run on clark error grid using mean avg. Reading (152) as ref. Point vs. Bd readings (60, 158, 65, 325) yielded data points in the c range of the grid, outside acceptable limits.